Event description:
Report 2 of 2: it was reported that during use of the bd max¿ enteric parasite panel, a false positive patient result was obtained. Upon repeat testing, result was negative. There was no report of patient impact.

Manufacturer narrative:
D.2. Additional medical device type: pch. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results when using the bd max¿ enteric parasite panel assay (ref# (B)(4)) lot 4323141 was performed by the review of manufacturing records, customer¿s data analysis and verification of complaints history. Review of manufacturing records of bd max¿ enteric parasite panel assay indicated that the lot 4323141 was manufactured according to specifications and met performance requirements. Customer complained about two samples which gave suspected false positive results with bd max¿ enteric parasite panel kit lot 4323141. Customer provided the database from bd max¿ instrument ct1348 for investigation and identified samples b1 and b2 in run 3833 as the samples involved. One sample gave positive results for the giardia lamblia (glamb) and cryptosporidium (crypto) targets, while the second sample gave a positive result for the glamb target only. The samples gave negative results for all the targets upon repeat. Manual pcr curve adjudication was performed and revealed, in run 3833, steps dislocations in all channels that reached the threshold to give a positive result in the fam channel (glamb target) for samples b1 and b2 as well as in the rox channel (crypto target) for sample b1. It is unlikely that the step dislocations are due to true amplifications and a root cause could not be identified. Nevertheless, it must be noted that manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. Repeat tests were found in run 3836, in positions a7 and a8, and both samples gave negative results. There is no indication of a reagent issue based on the analysis of the complaints received for false positive results on bd max¿ enteric parasite panel assay lot 4323141. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA) since no trend was identified. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
Report 2 of 2: it was reported that during use of the bd max¿ enteric parasite panel, a false positive patient result was obtained. Upon repeat testing, result was negative. There was no report of patient impact.